Event description:
It was reported that during a da vinci-assisted colon surgical procedure, the jaw of the vessel sealer extend (vse) was stuck in position. The manual button to open the jaw did not work and the surgeon could not operate from the surgeon side console (ssc) either. There was delay only to open another vse. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue with the instrument did not occur after a system fault. The target tissue was colon. The vse was in use 20 minutes prior to the issue. The jaws were not stuck on tissue when the issue occurred. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of dislodged screw to be related to the customer complaint. The instrument was found to have a dislodged set screw from the grip open ring. As a result, the instrument grips would not open. There are no signs of potential fragments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed additional analysis and confirmed the initial findings. The set screw was present inside the grip ring, but it was loose because the grip ring had dislodged and slid down the grip adapter, lower than its normal position so the jaws were stuck in a closed position. The set screw was tightened, and the grip ring adjusted, and the jaws opened and closed normally.